Manufacturer narrative:
(B)(4): evaluation: results: visual inspection of the returned product found one haptic bent. The lens was returned dry and there was evidence of dark surgical residue on the lens surface. Conclusion: based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. A multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Event description:
The facility returned a cq2015a collamer aspheric three piece lens to the manufacturer with a bent haptic, not put in eye. Additional information has been requested but none has been forthcoming. If additional information is rec'd, a supplemental medwatch will be submitted.